Event description:
The complainant stated that the right intermediate siderail will not stay in the latched position.

Manufacturer narrative:
The tech isolated the issue to dirt in the siderail latch, causing the siderail latch to stick. The tech cleaned the siderail latch mechanism to repair the bed.